Event description:
The hcp reported that while placing a bravo ph monitor the capsule would not deploy from the delivery system. The pt required extra anesthesia but no serious injury was reported.

Manufacturer narrative:
To date the device has not been returned to medtronic for eval. If further info is rec'd or the device returned, a f/u report will be sent.